Event description:
It was reported that a patient with a recently replaced implantable pacemaker has not felt right following the procedure for the replacement. It was also reported that the patient's husband is concerned regarding a lowered heart rate as it "may have damaged myocardial ischemia". No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.